Event description:
It was reported that the customer had a crack on the insulin pump.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. The pump was received with a cracked reservoir tube lip and a broken off end cap.